Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observation.

Event description:
Boston scientific received information that the battery of this implantable cardioverter defibrillator (ICD) depleted faster than expected. The engineering analysis found that the device is operating at a higher power level which was above the nominal. Save to disk was then done and revealed that the power consumption is abnormally high for the device. Furthermore, since the power consumption is abnormally high; would suggest that the device is malfunctioning and would recommend replacement and be returned for further analysis. The representative will then discuss with the clinic and schedule the patient for change out and continue to monitor on latitude. This ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information indicates that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.